Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
This event occurred in (B)(6). This complaint was received from (B)(6). The cannulas were found at the hospital, but the child was being followed by the homecare provider. It was reported that a during a cleo infusion set catheter removal that the cannulas remained under the child's skin in the buttock region. An echography was performed and several cannulas were found. The doctor explained that an intervention is needed to withdraw the cannulas but for now he doesn't want to do the procedure because of the scar it will leave. Please reference MDR: 2183502-2016-01669 for the associated complaint.

Manufacturer narrative:
The reported cleo sites were returned for investigation. The used sites were both found to have it's soft cannula separated from itself at a location of approximately 1mm from where it extends out from the base. The remaining length of cannula was not returned. There are no visual abnormalities in the wall thickness of the cannula, nor is there any defects in the device itself other than the missing cannula length. The crown of the site shows no signs of having any damage and there is no evidence found to suggest the event was caused from an intrinsic defect in the product. The root cause of the issue is unknown. (B)(4).